Event description:
Patient underwent generator and lead revision surgery due to high impedance and battery depletion. High impedance was detected during surgery after the generator was replaced. Therefore the lead was replaced as well. The explanted lead has not been received to date.

Event description:
The explanted devices were reported to be discarded.